Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that insulin was accumulating at the quick release and not going into the body. The customer stated that she did not receive a no delivery alarm. The customer stated changing the infusion set 7 times. The customer's blood glucose level was 500 mg/dl. The customer treated with a manual injection. The customer's insulin pump passed the high pressure test during troubleshooting. The product was not returned for analysis.